Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device ak1663 number, and no non-conformances were identified.¿ attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: gender, age, weight, bmi at the time of index procedure. The diagnosis and indication for the surgical procedure. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What date did the patient present with dehiscence (# of days post-op)? What was the appearance of the suture during the second procedure? Were the knots intact and the suture found broken? Where was the suture found broken, (towards the middle, end)? Other relevant patient history/concomitant medications. If applicable, will product be returned, return date, tracking information. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the current status of the patient?

Event description:
It was reported that a patient underwent a cardiovascular procedure on (B)(6) 2019 and suture was used. The suture was used in closure of interventricular communication. The suture was placed on one of the edges of the defect (at the level of the ring of the tricuspid valve) and run continuously on the rest of the edge of the hole. Post operatively, the patient experienced dehiscence of the patch. The diagnosis was made in the transesophageal echocardiogram post-correction of the heart defect in the operating room, which allowed to restart extracorporeal circulation and solve the problem immediately. The thread had broken at the level of the suture line of the continuous surjete. The surgeon fastened the ends of the broken thread with a thread taken from another batch of threads, and used the two ends of the broken thread to create a knot. The surgeon opined that it was clear that the problem of dehiscence was not due to tearing of the tissues, but to section of the thread. The current condition of the patient was reported as discharged. Additional information has been requested.